Event description:
Home monitoring reported episodes showing rv noise resulting in rv lead monitoring episodes. Recordings also show noise on atrial channel of this lead. All other lead trends appear stable. Advised to evaluate lead further. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.